Event description:
It was reported, the video system center exhibited error code e333. The issue occurred during an unspecific procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1 (complete): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we confirmed that e333 may occur even under normal conditions due to the following occurrence mechanism (due to design). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.